Event description:
Six different staff were sprayed/splashed with contents of suction canisters during the process of disconnecting the tubing.

Manufacturer narrative:
Unfortunately no product sample was available for investigation. In addition, no lot number was provided so the device history record (DHR) could not be reviewed. A telephone interview with surgical materials buyer at the hospital was conducted by cardinal health representatives on tuesday october 16, 2007. The conversation revealed that the customer had not followed the product's dfu (directions for use). A cardinal health sales representative has already been involved and a second in-service for the customer is planned.